Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. Reportedly, customer did not deliver enough insulin to cover amount of carbohydrates consumed. Additionally, an alarm occlusion occurred. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.